Event description:
The device was used during a laparoscopic nissen procedure. Reportedly, the instrument would not correctly hold the needle. Another device was used to finish the procedure. No pt injury was reported.